Event description:
Same case as: 2184052-2014-00065. It was reported the closure tops and screws were found to be loose post-operatively. During the index surgery, l5-s1 was treated for spondylosis on the left side. Fourteen months post-operatively the pt was seen for worsening pain. Revision was performed to remove loose screws and closure tops.

Manufacturer narrative:
.